Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument broke during surgery. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. Another device was used to complete the case. Attempts have been made and no additional information has been provided.

Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - provisional bottom . The reported event was confirmed via provided photos of the device, which confirm fracture. The device history records were reviewed and identified no deviations or anomalies. Previous investigations of this device malfunction identified that the tasp was attributed to bending/torsional loading on the device, clarification was sent out to the field, and the devices were modified to prevent fracture. This device in question was manufactured prior to this action. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.